Manufacturer narrative:
Concomitant medical products: l addr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "lately my heart has been racing, and then it drops down to like 43 beats per minute (bpm). I go in for my device checks every 6 months. And last time, they said everything is fine".... And healthcare physician is said to have stated that "you only have a little atrial fibrillation (af)". "I asked how much af, and the healthcare physician said I had 14 episodes of tachycardia on oct 5....but now, 2-3 weeks ago, it starts getting fast (heart rate (hr)).....I started measuring it and my hr was 134 bpm just laying on the couch. 1/2 hour later I check and it's 48 bpm." It was also reported by the patient that they alleged that one of the leads exhibited "fractured or dislodged" as the patients "heart rate has been going up and down.... It will be 123 bpm then in the 90s bpm then all the way down to 45 bmp". The rv and the ra leads remain in use. No further patient complications have been reported as a result of this event.